Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of leakage at tubing of with an infusion set. The event occurred on 14-july-2024. Infusion set was used for 1 day. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.